Manufacturer narrative:
Film evaluation summary: the exact cause of the right limb occlusion could not be determined from the limited films provided. The anatomy at implant is unknown, post-implant cts were not available, and complete angiograms during the intervention were also not provided. Review of three (3) still angiograms during an intervention from an unknown study date were returned. The films revealed that an endurant stent graft system had been implanted; an aortic cuff (without a bifurcate) appeared to have been implanted into the patient¿s aorta, with endurant limbs extending down both iliac arteries. Two of the films were non-contrast and no assessment of the reported stent graft occlusion could be performed. The right limb was essentially straight, and no appreciable limb compression or kinking was observed prior to the intervention. One or more non-mdt devices were implanted distal to the right iliac limb; however, no final contrast angiograms were seen following the intervention. The reported limb occlusion could not be seen from the returned films, and analysis of the returned films did not reveal any stent graft characteristics that could explain the reported event. It was also reported that the patient had substantial vessel calcification; therefore, it is possible that patient anatomy may have contributed to the reported limb occlusion/thrombus. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56.2mm diameter iliac artery aneurysm. It was reported that approximately one year post implant; the patient presented with claudication. Occlusion from right proximal edge of the limb to external iliac artery (eia) and internal iliac was observed along with thrombus. The occlusion did not extend into the other devices. Intervention was carried out where both limbs were relined proximally with non-mdt stent grafts which were then ballooned. Another non-mdt stent graft was then implanted inside the right eia with a-self expandable bare stent implanted distally. The final angiography showed patency of the right limb, cia and eia. As per the physician, the cause of the event was due to inadequate patency of the distal edge of the limb, and also due to the patients anatomy which had a lot of calcification of the cia and distal landing zone. No additional clinical sequelae were reported and the patient will be monitored.